Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mbh782, w6832 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle separated from the swage. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty labeled winding former and a needle of product code w6832, lot mbh782 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off: suture needle, suggest an improper handling of the sample.